Manufacturer narrative:
On 10/03/2019, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the sample, a crease was found around anterior of the device and was extended to posterior of the device. Leak testing was performed, and it revealed a tear within the crease around posterior of the device, measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unspecified saline implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician on (B)(6) 2019. As a result, the patient had explanted the implant on (B)(6) 2019.